Event description:
It was reported that the right atrial (ra) lead was found to have cracked or insulation damaged. The physician used lead repair kit to fix it. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).